Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged multiple times; the physician was not able to locate a stable vein placement. The lead was not implanted, but it was cut and used as a "pin plug" so the patient could be implanted with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant. (B)(4).